Event description:
It was reported that the implant was removed due to fracturing at the head of the implant.

Manufacturer narrative:
Zimmer biomet complaint number (B)(4). Patient weight not provided.

Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
Zimmer biomet complaint number (B)(4). The following sections have been updated: b4: date of this report; b5: describe event or problem; d4: expiration date; d4: UDI not available; g3: date received by the manufacturer; h1: type of report, follow-up number; h2: follow up type; h3: device evaluated by manufacturer: change ¿no' to 'yes'; *h4: device manufacture date; h6: evaluation codes; h10: additional narrative. One implant was returned for investigation. Visual evaluation of the as returned implant identified fracture at the top of the implant. Additionally, there was damage and blood inside the implant. Zimvie is not responsible for any damage caused by the clinician's removal of the device. Functional testing to recreate the reported event could not be performed due to the nature of the device & event. Pre-existing conditions noted on the per were hypertension and moderate bone density - type ii. The reported device was in tooth location 24 (fdi) and was used for approximately 4 years, 3 months. The customer did not provide x-ray or pictures. Documents reviewed: biomet 3i dental implant IFU (p-iis086gi rev j 08/2022). Information identified: 'warnings' 'precautions' 'sterility' 'potential adverse events'. DHR review was completed for the subject lot number 248734. It was confirmed that all operations and inspections were executed as per applicable procedure. No deviations or non-conformance's, which could have caused or contributed to the reported event, were noted as part of the DHR. Lot was inspected and passed all acceptance criteria by qa. Complaint history review was performed for the reported lot number for similar events and no other complaint was identified. Review completed utilizing keywords: 'fracture implant.' November post market trending was reviewed and there were no actionable events or corrective actions for the reported event or products. No actionable items have been triggered that will affect complaint handling on our end for this month. Therefore, based on the available information, device malfunction did occur, and the reported event was confirmed as physical evaluation identified the fractured implant.